Event description:
The hospital biomedical technician reported that the device will not turn on. There was no patient use associated with the report.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts info to customer for repair.